Manufacturer narrative:
Date sent to the FDA: 09/14/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Please clarify what is meant by ¿did not close properly¿: did the device trigger not close? Or were the straps not closing?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the absorbable straps were used. During the procedure, the absorbable straps did not close properly and were removed from surgical site. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The device was returned with no damage in the external components. Fire testing was not conducted because trigger was jammed. The instrument was disassembled; upon disassembly, the strap advancer component was found with bending damage that is why internal cannula components were not sliding properly and consequently the device did not work as intended. No conclusion could be reached as to what may have caused the reported incident.